Event description:
While performing a left ventricular angiogram with the medrad power injector, the rubber plunger separated from the plunger stem allowing blood and contrast to run out and over the injector and table and floor.